Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed."

Event description:
It was reported that the customer experienced a high blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer inadvertently entering in the incorrect settings. A correction bolus via pump was delivered to address bg. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.